Manufacturer narrative:
The explanted perceval valve was not stored properly in a solution for about one week before the surgeon reported this case to the manufacturer. If the valve is returned, any additional analysis will be determined upon receipt of the valve.

Event description:
On (B)(6) 2016, the manufacturer was notified of the following: during an avr, a perceval 27/xl was implanted and in the intra-operative echo, a moderate central leak was detected. The perceval valve was explanted and an edwards magna ease size 25 valve was implanted. Upon inspection of the explanted perceval valve, the surgeon noticed that the valve was not coapting properly. The patient is fine and has been discharged.

Manufacturer narrative:
A complete manufacturing and material records review for the valve and its components has been performed. The results confirmed that valve and its components satisfied all material, visual and performance standards required at the time of manufacture and release. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. Based on the performed analysis, and due to the improper storage conditions, any further investigation can be conducted without the possibility to explain the reported event.